Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer reported performing pump reset and replacing cartridge to resume insulin therapy. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.